Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: the patient was admitted to the emergency room on (B)(6), 2014 at another hospital. The permacol mesh was removed because it had entered an ileal loop. The patient is still hospitalized. According to the principal investigator, there is a definite relationship to the device.